Manufacturer narrative:
(B)(4). It was reported that this issue occurred three times. Two additional mdrs have been submitted.

Event description:
It was reported the 6fr peel-away sheath was inserted to place the catheter. When they attempted to peel the sheath, the sheath tab broke off from the body of the sheath before it was completely separated. The clinician was able to use their fingers to grasp the remaining section of the sheath at the proximal end where it fractured. They continued to separate the sheath along the seam and removed it from around the indwelling catheter. The catheter was left in place. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). UDI information has been added. Device evaluation: the reported complaint of the sheath tab broke during removal was confirmed. The customer returned one peel-away sheath. The returned sheath was broken into three pieces. The sheath was broken along the score lines creating two pieces and one of the tabs was separated from half of the sheath body creating the third piece. The sheath body appeared securely attached to the one tab. Microscopic examination of the separated tab revealed that on the inside there were 2 blue stains indicating that it was adhered to the sheath body. Microscopic examination of the separated sheath body revealed that there was an impression or indent from where the tab was attached. The sheath tab is designed to remain attached to the sheath body to facilitate the sheath removal from the patient. A device history record review did not reveal any manufacturing related issues. The probable cause of this complaint issue is manufacturing related.